Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the 5dcs device was returned with the blades bent and damaged. In an attempt to replicate the reported event, the instrument was functionally tested and during the analysis it was confirmed that it did not cut properly due to the condition of the blades; however no conclusion could be reached as to what may have caused this damage. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, the device didn't present a proper operation during the cut. Unknown how case was completed. There were no adverse consequences for the patient.